Event description:
It was reported that the user forgot to announce a dinner meal, later performed a late meal announcement, and subsequently experienced hypoglycemia while using the ilet system with a dexcom g7 and cd 6 mm/23 in infusion set. Symptoms included low blood glucose that required oral glucose tablets and later a blood glucose of 65 mg/dl before breakfast. Outcomes included self-correction with glucose, return to a safe glucose range during the call, and no alerts, alarms, or medical intervention. Investigation included customer care troubleshooting and education regarding meal announcements and hypoglycemia management. Investigation of this case revealed use error related to delayed meal announcement and insulin stacking, with device function not implicated. It was concluded, based on previously established findings for similar reports, that the cause was user error related to use of the device outside of instructions for use, resolved with education.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.